Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod delivered 80 pulses and was deactivated by the user 24 pulses after the end of second prime. No abnormalities were observed in the data. Inspection of the drive mechanism components found the firing flat of the ratchet gear to be in the expected position after completing both priming sequences and delivering a total of 80 pulses, however the release bar was still held behind the ratchet gear. The needle mechanism deployed fully as intended during rerun, and no abnormalities were observed in the rerun data. Additionally, the needle mechanism deployed fully as intended after manual reset of the needle mechanism. The investigation did not find any damages or deficiencies that would contribute to the cannula failing to deploy by the end of second prime. The cause of the cannula failing to deploy by the end of second prime could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.